Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary had failed drawer and was not detected on communication bus. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 1.1 and 1.2 had failed. A field service engineer reseated all cables and retracted boards on the drawers. The cubies in the drawer recovered with no more issues. The system functioned as intended after the field service engineer resolved the issue.